Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with abdominal pain, large ventral/umbilical hernia thereby underwent repair with implant of composix kugel mesh. Per operative notes, ¿after performing some lysis of adhesions, a large oval composix kugel mesh after soaking in kentrex saline solution was placed into the peritoneal cavity and sutured.¿ (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernias thereby underwent robotic repair. Per operative notes, ¿some adhesions noted superior to the umbilicus. The previous mesh was densely adhered to the upper abdomen. A small indirect defect identified in left umbilical region was found, appropriate mesh placed over the medial defect and sutured. Then, a direct inguinal defect found in the right umbilical region, a progrip mesh was placed over the defect and sutured.¿ attorney alleges that the patient had adhesions and pain. It is also alleged that the patient's mesh cannot be removed due to adherence to colon.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 9 months post implant of composix kugel mesh, patient was diagnosed with adhesion and pain thereby underwent repair. The instructions-for-use supplied with the device list adhesion as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.